Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/31/2013 and 8/29/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 5. The reporter alleged that "he gets a message "strip problem, retest with new strip". The reporter was unable to troubleshoot "as his meter batteries were completely drained as he hasn't charged it and didn't want to wait on phone to rapid charge them". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.